Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, non-emergency treatment was completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and analysed system log files. The analysis indicated error "unable to communicate the geo ipc". The fse found issue was with geo ipc cable connection and to resolve the issue, fse reconnected the cable of geo ipc. After which, the system was returned to use in good working order the codes have been updated based on the investigation's outcome.